Manufacturer narrative:
Added UDI number to d4.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.